Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information was requested, but has not been received. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A paralegal reported on behalf of risk manager, that following refractive laser surgery, multiple patients presented with diffused lamellar keratitis (dlk), on multiple dates. No specific number of patients was provided, only that they had both male and female patients. Additional information has been requested.

Manufacturer narrative:
Correction: the medwatch report received from the reporter was inadvertently missed being attached to the initial MDR report. It is included in this follow up report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information: in a follow up, the paralegal reported that the event resolved. The affected body part was the right eye. No further information is expected.